Manufacturer narrative:
Analysis showed a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of the glass cap is detached and was not returned. The glass cap exhibits mild devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on analysis results an evaluation code of operational context was assigned to this investigation.

Event description:
Analysis of the returned device revealed a circumferential fracture on the distal side of fiber/cap fusion zone.based on device analysis, the potential for forward firing may exist. No patient complication were reported.